Event description:
Physician mentioned "difficulty" with lithotripter unit. During procedure, pt sustained perforation to ureter. Because of delay in reporting of incident, probe had been discarded. Bio med dept tested another unit on hand according to mfg specifications without evidence of malfunction.